Event description:
It was reported patient's ipg had spun in the pocket causing patient inability to charge the device. As surgical intervention was undertaking, the ipg lost communication with all external devices. As a result, the ipg was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.